Manufacturer narrative:
H6- health effect- clinical code: 4581- under/ over correction. H11- manufacturer narrative: over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Reportedly "patient dissatisfaction". In a separate surgery the lens was exchanged with the same model/length, different power and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.